Manufacturer narrative:
Batch review performed on 06 oct 2025: lot 2505013: (B)(4) items manufactured and released on 03-apr-2025. Expiration date: 2030-mar-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At 1 month from primary, the patient came in due to instability and the cause is unknown. The surgeon noted that when applying valgus stress, the knee medially dislocated. The surgeon revised the insert from a 10mm to an 11mm. The surgery was completed successfully.